Manufacturer narrative:
Manufacturer ref#: (B)(4). The entity hospital has confirmed that the event in (B)(4) and (B)(4)are the same. (B)(4) is therefore considered a duplicate of pr225932, and information from (B)(4) has been transferred to (B)(4). This complaint will be close/canceled, and all future information regarding this patient will be handled in (B)(4). This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The entity hospital has confirmed that the event in (B)(4) and (B)(4) are the same. (B)(4) is therefore considered a duplicate of (B)(4), and information from (B)(4) has been transferred to (B)(4).

Event description:
On (B)(6) 2018, while the filter was being removed there was a tear in the innominate vein causing massive hemorrhage, and subject died. The event was considered possibly related to the ivc filter or procedure.

Event description:
On (B)(6) 2018, while the filter was being removed, there was a tear in the innominate vein causing massive hemorrhage, and subject died. The event was considered possibly related to the ivc filter or procedure.